Event description:
It was reported via repair work order that the head left siderail was broken and would not lock into place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to report that the bed could not be located for evaluation by a stryker representative. The bed could not be located for evaluation.

Event description:
It was reported via repair work order that the head left siderail was broken and would not lock into place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.